Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained in the device since was unable to be identified, as it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the obtained information. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the IFU which state: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
User facility submitted a repair request to the olympus service center, for an evis exera lll gastrointestinal videoscope, having reduced angle. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle, due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: it¿s unknown, if there was delay to the start of pre-cleanining. Air/water nozzle was flushed with air/water. Information on manual cleaning: it¿s unknown, if the accessories used for reprocessing were normal. Liquid was sent to the air/water nozzle and flushed with detergent solution. The scope was flushed with detergent solution. It¿s unknown, if the air/water nozzle was wiped/brushed with clean lint free brush/cloth/sponges. The customer suspected device was returned for investigation. The olympus service center confirmed, the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found: due to wear of angle wire; bending angle in up direction did not meet the standard value. Nozzle had foreign objects. Due to wear of angle wire; the play of up/down knob out of the standard value. Angle rubber scratched, adhesive on angle rubber chipped, adhesive on angle rubber had white-clouded area. Due to clogging of nozzle; water removal ability did not meet the standard value. Image guide protector scratched, adhesives around objective lens had white-clouded area, adhesive around light guide lens peeled, adhesives around light guide lens had white-clouded area, and connecting tube scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.